Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inserted with no urine return, pulled back and end advanced multiple times inserted. Only 5cc nss to bulb, flushed port with nss to attempt to dislodge blood. Still no urine returns. Attempted to remove 5cc nss from bulb and got no return, but only bubbles. Catheter removed, bulb flushed, and saline shot out of bulb. Prior to insertion bulb was checked with success.

Event description:
It was reported that the foley catheter inserted with no urine return, pulled back and end advanced multiple times inserted. Only 5cc nss to bulb, flushed port with nss to attempt to dislodge blood. Still no urine returns. Attempted to remove 5cc nss from bulb and got no return, but only bubbles. Catheter removed, bulb flushed, and saline shot out of bulb. Prior to insertion bulb was checked with success.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter inserted with no urine return, pulled back and end advanced multiple times inserted. Only 5cc nss to bulb, flushed port with nss to attempt to dislodge blood. Still no urine returns. Attempted to remove 5cc nss from bulb and got no return, but only bubbles. Catheter removed, bulb flushed, and saline shot out of bulb. Prior to insertion bulb was checked with success.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states" visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proper techniques for urinary catheter maintenance: ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times. ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient. ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate. ¿ leave foley catheter in place only as long as needed. Directions for use: 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.